Manufacturer narrative:
Date of event: (B)(6). Date of this report: 03-apr-2020.

Event description:
The customer reported that the touch panel does not respond and is unable to be calibrated. There was no patient involvement.

Manufacturer narrative:
G4: 02apr2020 b4: (B)(6)2020. The manufacturer¿s international service technician evaluated the ventilator and confirmed the touchscreen position was misaligned. The service technician replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22sep2020 b4: (B)(6)2020 the replaced touchscreen was received for internal failure analysis. The customer's complaint was verified. It was noted that resistance measurement failed and it was not possible to enter calibration mode. The buttons on most of the screen did not respond properly during testing. It was determined that the root cause is failure of the touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.